Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a missing display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window and a broken off end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was run over by a car and completely smashed. The customer's blood glucose level was 136 mg/dl. The product is being returned. Nothing further was reported.